Manufacturer narrative:
B3. Event date is not known. D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 22-sep-2013, UDI#: (B)(4), implanted: (B)(6) 2012, product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine (20 mg/ml at 7.046 mg/day or 8.026 mg/day with personal therapy manager [ptm] dose) via an implantable pump for unknown indications. It was reported that the patient had withdrawal symptoms. It was unknown whether there were any environmental, external, or patient factors that may have led or contributed to the issue. It was reported that there was a kink in the catheter and catheter replacement was scheduled for (B)(6) 2026. The hcp was planning to do a rotor study during the case and replace the pump if necessary. The issue was not resolved at the time of this report.